Event description:
Generator replacement surgery occurred. The generator was reported to have been discarded.

Event description:
It was reported that a vns patient¿s battery was at end-of-service and that her seizures have increased as a result. An estimate of battery life using the manufacturer¿s in-house programming history database estimates the device has 6.3 years until end-of-service. Additional relevant information has not been received to-date.

Event description:
Follow-up to the physician¿s office provided that the patient had been scheduled for replacement surgery. The battery was stated to be at end-of-service condition. No known surgery has occurred to-date.